Event description:
Combination arm broke while trying to loosen the rubbed threaded alignment pin. Instrument was being used in tandem with 2 other parts. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation reports that the thread on the connection piece seized with the thread on the sliding piece. The attempt to release the seized parts also caused the front part of the wrench to break off. An internal corrective action has been opened to address this issue. The device has been redesigned; the part was released before design improvements. A review of the device history record did not show conditions that could have contributed to the reported event.